Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts smoothly with no anomalies.

Event description:
It was reported that during implant of the right atrial (ra) lead the physician was unable to extend the helix. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.